Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site caused by the ipg migrating in the pocket due to weight loss. In turn, surgical intervention was undertaken on (B)(6) 2021 and the ipg was implanted in a higher location on the back area.

Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. A new pocket was created to re-implant the same ipg at a higher location. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.